Event description:
It was reported that a balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and another 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation for 12 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good.

Event description:
It was reported that a balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and another 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation for 12 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good.